Event description:
It was reported that surgeon was doing a trauma case for a peri-prosthetic fracture on pt's right side and he was using the axsos locking plate system. The surgeon was also using beaded cables and when he went to tighten down one of the cables, the tensioner failed to tension so the surgeon used another tensioner form another axsos set on hand and was able to complete the surgery without any delay or problems.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.